Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per article by winston, et al., arthrolast today. 2016 dec 1;3(2):77-82: allegedly a (B)(6) year old woman with a profemur z-gb mod stem, a profemur ti modular neck, a lineage shell, and a biolox forte ceramic-on-ceramic bearing underwent a revision for pain and significant decreased range of motion 11 years post-operation. Patient reported symptoms started 1 year post-operation and used a wheelchair for several years prior to being seen by the revision surgeon team. Revision surgery found metallosis and pelvic osteolysis resulting in a pelvic discontinuity.